Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign objects in the air water cylinder (tube), air water tube, and jet tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.